Event description:
The patient who, during the course of a routine permanent pacemaker check, was found to have a high impedance setting suggesting lead malfunction or set screw malfunction. The patient was taken to the cath lab suite; the connection with the pacing generator in the ventricular lead appeared to be functioning well. Further inspection of the ventricular lead revealed a fracture of the insulation at the area where the lead had been in close proximity to the clavicle. Because of this, the surgeon elected to insert a new ventricular lead. The old lead was removed with gentle traction and was sent to medtronic for further evaluation. The patient tolerated the procedure well.